Event description:
A patient reported that a memory lens iol implanted in her left eye in 2000 has since opacified and will be explanted in the near future. Several requests have been made to the surgeon for additional information, however no further information has been provided.

Event description:
A customer observed repeatable false negative hbsag result on a patient sample. Positive results were obtained using alternate methods. No patient results were reported. False negative hbsag results could present a risk to public health. There was no report of patient harm as a result of this event.